Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer was not able to speak, eat, drink and had loss of consciousness. The customer was unable to self-treat and had a contact with a healthcare professional who obtained a reading of "2.4" and gave the customer glucose intravenously by a healthcare professional for a diagnosis of hypoglycemia. After that, a reading of "8.6" was obtained. There was no report of death or permanent impairment associated with this event.

Event description:
An "unspecified" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer was not able to speak, eat, drink and had loss of consciousness. The customer was unable to self-treat and had a contact with a healthcare professional who obtained a reading of "2.4" and gave the customer glucose intravenously by a healthcare professional for a diagnosis of hypoglycemia. After that, a reading of "8.6" was obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor data was analyzed. No abnormalities were observed with the sensors data. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with esa (early sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to esa. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time the reader has not yet been returned and a valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer was not able to speak, eat, drink and had loss of consciousness. The customer was unable to self-treat and had a contact with a healthcare professional who obtained a reading of "2.4" and gave the customer glucose intravenously by a healthcare professional for a diagnosis of hypoglycemia. After that, a reading of "8.6" was obtained. There was no report of death or permanent impairment associated with this event.